Manufacturer narrative:
Device received had missing end cap. Unit received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. Customer stated the insulin pump had damage to the bottom and was popped off. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.